Manufacturer narrative:
The vent monitor board and inspiratory valve were recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported the unit was not able to mechanically ventilate. There was no report of patient involvement.